Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The non-malignant pain patient reported she was having issues with the battery of her device. No further event information was reported; no complications were reported or anticipated.